Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6). Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: material number and batch number is unknown; reviews could not be performed. Based on limited information available after multiple unsuccessful attempts to obtain. No sample was provided by the customer after multiple request.  CAPA is not required at this time.

Event description:
It was reported that at least one unspecified bd 5 ml syringe experienced leakage, and difficult plunger movement. The following information was provided by the initial reporter: bd syringe 5 ml 70x30 - customer bought 5 bd syringes for application of dexa-citoneurin, 3 syringes were defective. Professional mentions that when extracting medicine from the ampoule for syringe, in the application, there was resistance / locking in the plunger of the same, causing leakage by the needle - by the front of the syringe. She mentioned that approximately 3 ml of the medicine leaked.